Manufacturer narrative:
Device evaluation summary: the reported false measurements issue was not verified during service. The service technician could not reproduce the reported issue. During service the technician observed errors 010, 012, 013, 015 in the error log, the disk drive did not work properly, there was blood on the ir-sensor board, the front housing was broken, the solenoid was not latched, and a recoverable motor stall (error 013) occurred 34 times. The issues were resolved by cleaning the instrument and disk drive, replacing the front housing, the screw socket head, the flag motor and the reagent motor, adjusting the solenoid and lift bar height, and clearing the error log. The clamping fastener in lift drive assembly was verified as part of a technical services update. The assy switch keypad, assy switch softkey, keypad overlay and softkey overlay were replaced as part of a technical services update. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this act plus instrument made false measurements. The use of the instrument was unknown. There was no adverse patient effect reported with this event.